Event description:
It was reported that during an initial inflatable penile prosthesis implant surgery, there was a distal perforation on the left side. The perforation occurred while the physician was dilating the corpora prior to the implant of the cylinders. A malleable penile prosthesis was placed on one side as a placeholder to allow the other side to heal. The patient wanted to move from a malleable to an inflatable penile prosthesis so the physician replaced the device at a later date. No patient complications.

Event description:
It was reported that during an initial inflatable penile prosthesis implant surgery, there was a distal perforation on the left side. The perforation occurred while the physician was dilating the corpora prior to the implant of the cylinders. A malleable penile prosthesis was placed on one side as a placeholder to allow the other side to heal. The patient wanted to move from a malleable to an inflatable penile prosthesis so the physician replaced the device at a later date. No patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of perforation could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of perforation cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of perforation is a known risk of the device. The cause of the perforation was not established by the physician, although perforation is included in the labeling documentation for tactra device as an adverse event of the implant surgical procedure of the device. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that during an initial inflatable penile prosthesis implant surgery, there was a distal perforation. A malleable penile prosthesis was placed on one side as a placeholder. The patient wanted to move from a malleable to an inflatable penile prosthesis so the physician replaced the device at a later date. No patient complications.